Event description:
A report was received that the pt's charger was getting hot, although she was never burned. The pt reported that she had an infection due to the charger, and was prescribed antibiotics. The pt reported that her physician stated she had developed an infection and blood blister due to the charger. The implanting physician no longer sees this pt and has no further info.